Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) and central regurgitation (including aortic) are known potential adverse effects per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It was reported that, upon deployment, an expansion defect was observed and a balloon dilation was performed in this case. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Conduction disturbances, such as ventricular tachycardia, are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure-related or valve-related death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. A relationship between the device and the death could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Corrected: h6, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed successfully; however, a valve inflow constraint was observed via fluoroscopy. Moderate paravalvular leak was noted on the aortogram and echocardiography. A post-implant balloon dilatation was performed using a 20 mm balloon. The electrocardiogram showed tachycardia, and ventricular tachycardia (v-tach) was observed. The patient was defibrillated but the condition did not improve. Cardiopulmonary resuscitation (CPR) was initiated, and a mechanical chest compression device was applied. An aortogram revealed that the valve had shifted slightly above the annulus, with aortic insufficiency present. Subsequently, a snare was used to reposition the valve to the ascending aorta. A second valve was successfully implanted. Echocardiogram confirmed that the valve was functioning well with no signs of tamponade. However, upon stopping CPR, v-tach persisted, and blood pressure remained low. Medications were administered, but the patient "remained" unable to overcome the v-tach and subsequently died.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0012344883); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0012135271); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: only two static images were provided for review. Patient¿s executive summary was not provided for anatomical review. The first image provided show a fully released evolut that appeared to be significantly under expanded. It was reported that a post implant dilatation was performed, and afterwards ventricular tachycardia was observed, and after defibrillation, cardiopulmonary resuscitation was initiated. The second image show evidence of a dislodged valve and a second valve in place. Since intraprocedural images were not provided, it is not possible to determine cause of death. Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. The patient was rapid paced during the post dilation. The aortic insufficiency after the valve dislodged was severe central aortic regurgitation.